Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 18g 1-1/2in tw was blocked. The following information was provided by the initial reporter: blockage while using precision glide needles 18g.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-09-21. H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, the team was unable to observe the clogged needle defect. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Two samples with no packaging were received by our quality team for evaluation. The returned samples were subjected to visual inspection to check for a clogged needle. The samples were observed with no clogged needle defect. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that needle 18g 1-1/2in tw was blocked. The following information was provided by the initial reporter: blockage while using precision glide needles 18g.